Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex blue line ultra suction aid tracheostomy soft seal cuff would not inflate. This event occurred twice in a row. The cuff was tested prior to use and the reporter found no leakage. A tracheostomy tube change was required. The outcome of the incident was full resolution. No permanent injury was reported. See MFR: 3012307300-2017-00931.

Manufacturer narrative:
One used portex® blue line ultra® suctionaid tracheostomy tube was returned for investigation. A visual inspection was performed and no holes were detected. Functional testing showed that a leak was present in the cuff. A manufacturing review of a similar device was performed, and no discrepancies were found. No root cause was determined. The complaint was confirmed.